Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 11. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2023 non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.